Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that there was an error code during testing. There was no patient injury.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the device was found to be displaying the reported error code upon power up. Root cause of the reported issue is unknown, but the microprocessor unit board was found to be faulty. Replace the microprocessor unit board. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.